Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 422 mg/dl. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 440 mg/dl. Cause was not known. Customer required assistance to deliver a correction bolus via the pump to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.